Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information. A2 - age at time of event: 18 years or older. Device evaluated by MFR: the gladiator device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured approximately 90mm in length and extended from a position of 10mm proximal of the proximal markerband to 1mm distal of the distal markerband. A functional test could not be carried out due to the balloon tear. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon tear occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 80, 75cm gladiator balloon catheter was advanced for dilation. During inflation, the balloon failed to inflate under pressure. Upon withdrawal, external pressurization revealed a visible tear on the balloon and was leaking liquid. Subsequently, the balloon was replaced with a second 6 x 80 mm, 75 cm gladiator balloon, but upon pressurization to 10 atmospheres, the balloon still failed to inflate. The procedure was completed with a 6 x 40 mm, 75 cm gladiator balloon. There were no patient complications as a result of this event. It was further reported that the target lesion was located in the 70% stenosed, mildly tortuous and mildly calcified vessel.

Event description:
It was reported that a balloon tear occurred. The target lesion was located in the arteriovenous fistula. A 6.0 x 80, 75 cm gladiator balloon catheter was advanced for dilation. During inflation, the balloon failed to inflate under pressure. Upon withdrawal, external pressurization revealed a visible tear on the balloon and was leaking liquid. Subsequently, the balloon was replaced with a second 6 x 80 mm, 75 cm gladiator balloon, but upon pressurization to 10 atmospheres, the balloon still failed to inflate. The procedure was completed with a 6 x 40 mm, 75 cm gladiator balloon. There were no patient complications as a result of this event.

Manufacturer narrative:
A2: age at time of event: 18 years or older.